Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the keypad buttons were intermittently unresponsive, and there were 2 cracks in the keypad. The reporter stated that there was moisture under the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/17/2013 with the following findings: testing confirmed intermittent responses to button presses on the 'up', 'down', 'ok' and 'contrast' buttons. A leak test was performed and a leak was observed at the keypad which had a long tear down the middle on the 'up' and 'down' buttons. The keypad cover was removed to check condition of the button contacts. Evidence of moisture ingress was observed. There was corrosion/contamination on all the button contacts. The pump was opened to check for internal moisture. No evidence of moisture ingress observed inside pump. Unrelated to the initial complaint, the display screen was dim and discolored. Display was replaced with a test display and was fully functional. The battery compartment was observed to have two cracks below the fingerpad extending down to the primary seal. There was no evidence of moisture damage in battery compartment.